Manufacturer narrative:
Device will not be returned, discarded at hospital.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications reported. Device was discarded at hospital.